Event description:
It was reported that the tip of the bd interlink¿ blunt plastic cannula broke off in the hub of the line draw during use and lodged in the rubber. The following information was provided by the initial reporter: "during arterial line blood draws, the tip of a blunt fill snapped off in the hub of the rubber portion of the line draw. The tip was lodged in the rubber and couldn't be removed. The line needed to be exchanged urgently as to not lose the arterial line and have it clot off. Unable to flush line as of risk to patient."

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 303345 and lot number 2088800. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.